Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the dxc 700 au chemistry analyzer and identified the probable cause as a defective photometer lamp. The fse replaced the lamp to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low comprehensive metabolic panel (cmp) patient results which includes albumin, blood urea nitrogen, calcium, carbon dioxide, chloride, creatinine, glucose, potassium, sodium, total bilirubin, protein, alanine aminotransferase, alkaline phosphatase and aspartate aminotransferase, on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.